Event description:
In 2005, I had a cervical MRI w/o contrast at hospital. My understanding is that the equipment was a general electric 3.0 tesla MRI machine. During the scanning process, the cradle my head and neck were in became extremely hot. I was unaware that this was not a normal part of the test. Roughly 20 minutes into the test, the technician came on the speaker and said the machine was malfunctioning and to hang in. I was in the machine approx another 10 minutes before I was taken out. The technician told me the machine malfunctioned and they were unable to get any pictures. The technician explained there was a coil malfunction. Although I did not receive visible burns, I did leave with a burning sensation on my scalp and neck. I have had a severe migraine localized in that area going on day 5 now. Following the malfunction, they assured me that the equipment for the brain MRI was functioning properly, and we preceded with that test.